Manufacturer narrative:
Intuitive surgical inc. (Isi) received the maryland bipolar forceps (mbf) instrument and completed the failure analysis testing. The testing confirmed the reported event by identifying damage between the grips. The instrument had charring and localized melting at the grip base between the grips. No damage was found to the conductor wire, and passed the electrical continuity test. The root cause of thermal damage between the grips is typically attributed to mishandling/misuse, mostly commonly caused by insulation degradation and carbonized tissue creating a conductive path. There was an additional finding that was not reported by the customer that was also identified during the testing. The instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.033" - 0.677" in length and not aligned with the tube axis. The root cause of this failure was attributed to mishandling/misuse. A review of the device logs for the maryland bipolar forceps (part# 471172-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 9 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument sparked and arced during the procedure. The instrument also exhibited signs indicative of thermal damage. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported that the maryland bipolar forceps (mbf) instrument sparked. The procedure was completed with no reported injury with a backup mbf instrument. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage noted. There was no damage to the instrument after the arcing event. It was confirmed that arcing originated in the body cavity and was grounded between the jaws of the mbf when the surgeon was cauterizing. Other instruments were used when the arcing event occurred; however, the instrument did not collide with any other instrument or tool during the procedure. The tips of the instrument jaws were burnt. When the arcing event occurred, the instrument tip was in contact with the patient¿s tissue. There was no injury to the patient. The patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event.